Event description:
It was reported that during an afib procedure, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and the patient was reported to be in stable condition. The physician felt that it may have been caused while he was ablating around the posterior inferior aspect of the left inferior pulmonary vein (lipv). He spent some additional time around this area of the (left atrial) la trying to get rid of the area of signal potentials.

Manufacturer narrative:
The concomitant products: carto 3 model# m-4800-01, serial # (B)(4); stockert model# m-5463-01, serial # (B)(4); coolflow pump model# m-5491-02, serial # (B)(4). (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an afib procedure, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and the patient was reported to be in stable condition. The physician felt that it may have been caused while he was ablating around the posterior inferior aspect of the left inferior pulmonary vein (lipv). He spent some additional time around this area of the la (left atrium) trying to get rid of the area of signal potentials. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.